Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) are related to same case* customer states: while stapling the staples were malformed, not closed, but the knife did cut. Device has been used on a patient. Due to the staples that were not closed, this caused an open bowel during laparoscopie.